Manufacturer narrative:
Event problem and evaluation codes: updated device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented wear and tear damaged enclosure, line cord, and block assembly; a cracked tank cover; an outdated pcb (printed circuit board) and power switch. The customer stated problem was duplicated, pump did not circulate fluid. A faulty pump was found during investigation. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that a bad pump was found during preventive maintenance. There was no patient involvement reported.